Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that they are not able to get any coverage on the right-side lead for the patient starting in may of 2019. The patient is going into surgery on (B)(6) 2019 to determine if the implantable neurostimulator or the lead is the issue for the impedances and lack of therapy. Upon initial interrogation, the system said that there was a possible short on 8/9, but when impedances were run again, avoid was on 11/12. A lot of contacts show 30 ohms as values. No matter if the rep tried using 8, 9, 11, 12, they could not get stimulation coverage on the right side. The out of regulation message was occurring around 12-14 milliamps. During the surgery, the old implantable neurostimulator was removed and the leads were tested in the wireless external neurostimulator. Normal impedances were noted, and they were green on all contacts including 11/12.the health care provider decided to replace the implantable neurostimulator at that time. Intra-operative testing revealed normal/green impedances again. Post-operatively, the impedances were still normal. The manufacturer representative was able to program with no issues and there were no issues with seeing an out of regulation message. The patient did contact the manufacturer representative the night following the surgery indicating that they were seeing a settings not available message and the patient was not having stimulation. The patient met with the manufacturer representative on (B)(6) 2019 to try reprogramming the implantable neurostimulator and the manufacturer representative saw normal impedances between 800-1000 ohms. The manufacturer representative is using low dose settings of double guarded cathode, a pulse width of 300 microseconds, and a rate of 50 hertz. The patient was up to 14 milliamps when she got perception, but not pain relief. It was noted that they could not program the patient higher without getting a settings not available message. The manufacturer representative set up programs such as: group a: upright positions group b: laying down positions group c: patient¿s bad day and higher stimulation is needed they are going to try and see how this works for the patient, even though this is not ideal for her. There were no further complications reported.

Manufacturer narrative:
Evaluation method code 4117 does not apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative on 2019-jul-15 reporting that the customer refused return. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain on (B)(6) 2018. It was reported that the manufacturer representative was with the patient for reprogramming because the patient has been getting the settings not available message on the patient controller since the end of (B)(6) 2019. Impedances were all within range and there was nothing over 1170 ohms. Impedances were checked three times with reference electrodes. The manufacturer representative has tried three different programs, but they do not provide stimulation relief for the patient. The patient¿s programming was as follows: program 1: single guarded cathode with a wavelength of 300 microseconds and a rate of 50 hertz. The out of regulation message is reached at 9.8 milliamps and the patient barely felt it. Program 2: two anodes, two cathodes with a wavelength of 300 microseconds and rate of 50 hertz program 3: double guarded cathode with a wavelength of 200 microseconds and a rate of 50 hertz. The out of regulation message is reached at 18.4 milliamps with no stimulation benefit. Reprogramming did not provide the patient with therapy. It was recommended that the patient have imaging done to determine lead placement. There were no further complications reported. Additional information received from the rep indicated that they spent 1.5 hours reprogramming the patient. They stated that all impedances tested fine with nothing greater than 1100 ohms. The rep was able to program the left side of the lead with no issues but kept getting out of regulation (oor) when programming the right side. They added that they tried multiple parameters by adjusting pulse and width rate. The rep stated that they sent the patient home with 2 cathodes and 2 anodes on the bottom of the right lead for programming. The patient indicated that they were still getting ¿settings not available¿ on their controller. The rep stated that fluro imaging was done, which confirmed that there was no change to the original lead placement. It was mentioned that the patient described the stimulation as a ¿short¿ because the therapy was turning on and off, unrelated to position. The rep stated that the adaptive stimulation is on. The rep noted that they will meet with the patient one more time to try more programming and palpating along the lead/ins pocket site. No further complications were reported or anticipated.